Event description:
It was reported by service report that the footboard housing was broken with no sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - footboard housing.